Event description:
It was reported that during preparation of a mitraclip xtw, during the lock test, despite unlocking the clip, the clip arms would not open. Troubleshooting was performed, but the clip would not open. Therefore, the clip was not used and was replaced. It was noted that after the procedure, following several attempts to open the clip, the clip opened. There was no clinically significant delay in the procedure. However, device returned and analysis of the device done on 28-apr-2026 revealed a leak in the actuator knob.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.